Event description:
Omp bp adds a fraction automatically while transferring the plan to oncentra tcs. One of our customers using oncentra brachy version 3.1sp1 with oncentra tcs version 3.1.2.100 has reported a problem. He performed a plan and exported it to the tcs with only (1) one fraction. For some reason he wanted to change the number of fractions so he copied the plan and changed only the number of fractions to 3 and re-exported the same plan with a different name to tcs. On importing the second study in the tcs it now shows the number of fractions as (4) four instead of 3. This problem comes only when you copy the plan on oncentra masterplan, if you directly change the number of fractions in the same plan instead of copying the plan it is showing correctly.